Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, after 36,589 joules and 5:01 minutes of use, the fiber rotated within the metal end cap, blocking the laser energy from exiting and causing excessive fiberlife. The fiber was exchanged, and after 365,212 joules and 41:16 minutes of use, the metal cap detached inside the patient, allowing the laser energy to fire straight. The fiber metal cap was retrieved by irrigation. The fiber was exchanged, and the procedure was completed utilizing the third fiber. The fiber tip (cap) of the two fibers were not cleaned during the procedure. There was no patient injury reported due to the event. This report is for the second failed fiber.